Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / lower pelvic pain"), intra-abdominal haemorrhage ("severe abdominal bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure (batch no. 915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, menstruation frequent, mammogram (stable.), uterine bleeding and ovarian cyst. Concomitant products included carvedilol (coreg), co-diovan (diovan hct), duloxetine hydrochloride (cymbalta), ibuprofen (advil) and loratadine (claritin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 1 year 11 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge / vaginal discharge"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2016 underwent pelvic surgery, total hysterectomy, bilateral salpingectomy, oophorectomy-left), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage and vaginal discharge had resolved and the intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital hemorrhage. Most recent follow-up information incorporated above includes: on 16-apr-2018: plaintiff fact sheet and medical record was received events added from pfs- abnormal bleeding menorrhagia, abnormal bleeding vaginal, lower pelvic pain and vaginal discharge, pain, lower pelvic pain, dyspareunia (painful sexual intercourse) clubbed to previous events. Reporter information, concomitant disease was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / lower pelvic pain"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), genital haemorrhage ("abnormal bleeding (general)") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 45-year-old female patient who had essure (batch no. 915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, menstruation frequent, mammogram (stable.), uterine bleeding and ovarian cyst. Concomitant products included carvedilol (coreg), co-diovan (diovan hct), duloxetine hydrochloride (cymbalta), ibuprofen (advil) and loratadine (claritin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 1 year 11 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge / vaginal discharge"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2016 underwent pelvic surgery,total hysterectomy,bilateral salpingectomy,oophorectomy-left), surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage and vaginal discharge had resolved and the intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain / lower pelvic pain/pain'), menorrhagia ('abnormal bleeding menorrhagia'), vaginal haemorrhage ('abnormal bleeding vaginal'), genital haemorrhage ('abnormal bleeding (general)') and intra-abdominal haemorrhage ('severe abdominal bleeding') in a 45-year-old female patient who had essure (batch no. 915893) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, menstruation frequent, mammogram (stable.), uterine bleeding and ovarian cyst. Concomitant products included carvedilol (coreg), duloxetine hydrochloride (cymbalta), hydrochlorothiazide;valsartan (diovan hct), ibuprofen, ibuprofen and valsartan (diovan). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge / vaginal discharge"), 1 year 11 months after insertion of essure. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), fibromyalgia ("fibromyalgia") and impaired work ability ("pain/ inability to work"). The patient was treated with surgery (ablation and on (B)(6) 2016 underwent pelvic surgery,total hysterectomy,bilateral salpingectomy,oophorectomy-left). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage and vaginal discharge had resolved and the intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, migraine, dyspareunia and fibromyalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fibromyalgia, genital haemorrhage, impaired work ability, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Concomitant medication added. Event : fibromyalgia were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6) 2016 underwent pelvic surgery). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, migraine, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, intra-abdominal haemorrhage, migraine, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirmed placement of both essure coils incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.